Event description:
It was reported the luer hub was found cracked during hemodialysis. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a cracked luer hub was able to be confirmed by the photo. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the luer hub was found cracked during hemodialysis. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).